Manufacturer narrative:
Nakanishi contacted the dentist by phone on february 12, 2016 and february 15, 2015 to obtain the patient information, but the dentist refused to provide the patient information.

Event description:
On february 10, 2016, an nsk handpiece, ti-max z85l (serial no. (B)(4)) was returned from a distributor to nakanishi for repair. There was a note coming with the handpiece referring to a headcap coming off. Details are as follows: the event occurred on (B)(6) 2016. During tooth formation using ti-max z85l, the headcap suddenly came off. The patient did not swallow the headcap. The patient was not anesthetized. No treatment for the event was provided to the patient because the dentist determined that patient was not injured.

Manufacturer narrative:
Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used : a) nakanishi examined the device history record for the subject z85l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. B) nakanishi conducted a visual inspection of the headcap and headcap screw of the returned device. There were no visible abnormalities, such as dent or abrasion. C) nakanishi set the headcap to the handpiece head by screwing it on until the headcap was fixed. Nakanishi then rotated the handpiece to see the vibration state. There was no abnormal vibration confirmed in the evaluation. D) nakanishi reviewed results of the various evaluations performed in the past as described below to explore the possibility of the headcap loosening: test for headcap tightening torque with handpieces used for over 4 years. Test for headcap tightening torque using handpieces with insufficiently engaged headcap. Observation of the headcap by cutting a resin/copper plate with heated handpieces using various torques. Test for headcap tightening torque with handpieces that had been repaired multiple times. Test for headcap tightening torque with autoclaved handpieces. The handpieces used in the evaluation are z95l, which is equivalent to z85l and has the same-size headcap. There were no abnormalities observed in the review. Nakanishi kept all of the above test results in a file. F) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi did not observe any abnormalities of the inside parts. Nakanishi took photographs of the inside parts observed in the visual inspection and kept them in a file. Conclusions reached based on the investigation and analysis results : nakanishi did not identify the cause of headcap coming off of the returned device because nakanishi did not observe any abnormalities in the tightening torque tests and the visual inspection. In spite of the fact that nakanishi did not identify the cause, nakanishi considers the possibility from many years of experience of making and testing handpieces that strong impact applied to the head cap can cause a decline in fastening power between the headcap and the head. In order to prevent a recurrence of the headcap coming off, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed that there are clear instructions for checking the headcap tightening prior to use and for ensuring proper periodic maintenance. Nakanishi directed nsk america to remind the user of the importance of checking the headcap.